Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded.

Event description:
It was reported that treatment of a carotid artery was conducted by way of the right femoral artery using a flexor shuttle guiding sheath. When the physician attempted to insert the sheath into the patient's body, the tip of it got burred. Another flexor shuttle guiding sheath was used instead without any problems. The patient did not experience any adverse effects due to the event.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, instructions for use (IFU), specifications and quality control data was conducted during the investigation. The device was not returned and no photographs were provided. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.